Event description:
It was reported that the subject coil was slightly visible under fluoroscopy. The physician removed the subject coil from the patient anatomy and replaced it with a similar device. The procedure was completed successfully with no clinical complications to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil was slightly visible under fluoroscopy and so the coil was collected and replaced with another. No further information was provided. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the subject coil was slightly visible under fluoroscopy. The physician removed the subject coil from the patient anatomy and replaced it with a similar device. The procedure was completed successfully with no clinical complications to the patient.